Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective processor board as a result of normal wear and tear of the platform. The autopulse platform was manufactured in 2010 and is more than 9 years old, past the expected service life of 5 years. Upon visual inspection, noticed damage on the bottom enclosure and on the battery lock. The observed damages are unrelated to the reported complaint. The probable root cause for the damage could be due to normal wear and tear or could be due to user mishandling. The bottom enclosure and the battery lock were replaced to address the damage. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of "system error" user advisory (ua) 132 (internal watchdog timeout) on the customer reported event date. The processor board was replaced to address the system error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.